Event description:
During needle localization of left breast, surgeon noted redness at incision site. Surgeon was testing ethicon bipolar scissors. The physician decided not to continue using the scissors. After procedure finished, pt was discharged home with no complaints of pain or complications noted.